Event description:
It was reported that during a prostate procedure ¿water not running; therefore, end damaged resulting in end firing¿. The procedure was completed using a second fiber. There was no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char; the fiber exhibits moderate melting of the uv glue zone at the attachment of the glass cap to the fiber; there is no visual blockage of the inlet flow tubing or the outer flow tubing; the fiber was tested with the flow rate test; the flow of water is within acceptable criteria. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "water not running" could not be confirmed; a cap fracture was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).